Manufacturer narrative:
(Sensor:) the product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre products continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre products was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre products, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. (Reader:) the product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as sweaty, "muscle twitching", "unresponsive", a seizure, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. Sensor was damaged during de-casing, loose molex and a damaged antenna was observed. Sensor did not communicate with the evaluation module (evm). Extended physical investigation and visual inspection has been performed and damage was observed on the pcba, molex was detached from the pcba and the antenna was lifted off. The returned sensor was reprogrammed and activated using a new and unused reader. Bluetooth low energy (ble) test was performed on the returned sensor and monitored it's bluetooth connection for any missing data throughout the test. Did not observe any dropped packets during testing or any abnormal test results, indicating that the returned puck did not have any defects that would cause signal/connection issue. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation, therefore this issue is not confirmed. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as sweaty, "muscle twitching", "unresponsive", a seizure, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.